Event description:
It was reported a strip appeared to show a slow vt that was not appropriately identified. There were instances of pseudo pseudofusion causing functional loss of capture due to sir pacing. Reprogramming the mtr and msr and backing off the sensor were recommended. No further information is available.

Manufacturer narrative:
(B)(4).